Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter stopped working occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss over three hours. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. A review of the share log was performed and the allegation was confirmed. The probable cause was determined to be signal loss over three hours. The reported allegation of a transmitter stopped working is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.